Event description:
(B)(6) 20november2024: as per attached email. Please find below the translation of the email from the customer . During sampling, we see that the gtin in the short barcode does not match the long barcode on sku 320734 the base code of both barcodes is the same. The gtin in the short barcode consists of 13 digits. In the long barcode, the gtin consists of 14 digits, which is required for that type of barcode. Normally, the 13-digit gtin is made into a 14-digit gtin by putting a 0 in front of it. Then nothing else changes. If you have a hierarchy of products, you can use the 14th digit to indicate the higher layer for overpacks. For example, the single box has a 0 as the first number and the outer box has a 1. Here this is done in the long barcode. It has a 3 in front instead of a 0, and the 3 also changes the last (control) digit. Other than that, the numbers are the same. This is only not possible with the same package.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.